Manufacturer narrative:
(B)(4). Physio-control provided the customer with options for replacement of their device as their device is no longer covered under warranty.  The customer did not have a replacement battery to test the power functionality.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would no longer power on.  The customer did indicate that the battery installed in their device expired (B)(6) 2016, but there was no backup battery to test the functionality of the device.  There was no report of any patient use associated with the reported issue.